Event description:
The user received a questionable high result for total psa (tpsa) on the additional e module analyzer for one patient sample. The primary sample tube was aliquoted by the modular pre-analytics analyzer (mpa) and the initial result was run from this aliquot. The initial tpsa result gave 0.076 ng/ml. This result was not reported outside the laboratory as the result did not fit with the clinical picture of the patient. The patient was in for a follow up visit after receiving a radical prostatectomy in (B)(6) of 2009 and previous psa measurements from past checks were < 0.04 ng/ml. The user repeated the primary sample tube three times giving tpsa results of 0.005 ng/ml, 0.004 ng/ml and 0.003 ng/ml respectively. The tpsa result of < 0.04 ng/ml was reported outside the laboratory. The patient was not adversely affected by this event. The tpsa reagent lot number was 157638.

Event description:
Following pump replacement/revision surgery, the pt developed an infection. The date of onset and specific signs/symptoms of infection were not reported. The pump was explanted (B)(6) 2010. The pump delivered morphine 10 mg/ml at 7 mg/day. The pt had since recovered.

Manufacturer narrative:
The root cause of the high tpsa result could not be identified based on investigation of the data provided.

Manufacturer narrative:
The event occurred in (B)(6).